Event description:
It was reported by a patient that he has had a few "ugly seizures", stating that he has had an increase in seizures and also seizure intensity. It was also stated that the device was initially effective for him but seemed to have lost its effectiveness more recently. It was stated it appears the device goes off every 15 minutes, which is a low duty cycle per the patient. No additional relevant information has been received to date.